Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a fusiform 70 mm diameter x 68 mm length thoracic aortic aneurysm and thoracic dissection approximately 3.5 years ago. The vessels were described as non-calcified and non-tortuous. The proximal neck diameter was 38-34 mm. At the 30-day follow-up after evar, it was reported that a type I endoleak was confirmed although it was not certain if it was a proximal or distal type I endoleak. It was confirmed that this endoleak was found to have resolved upon later follow up. One year and 2 year follow-ups showed no adverse events. Approximately one month ago, it was reported that the patient died approximately 13 months ago from lung bleeding that was caused by aneurysm rupture. Aneurysm expansion was confirmed and additional treatment was not taken per the patient's request. It was not determined if the death was related to the device as there were no endoleaks noted subsequent to the initial endoleak that had self-resolved. Initial dissection might have been a factor to aneurysm expansion. No further information was provided.

Event description:
Additional information was received for this case. The investigator indicated that along with the aneurysm rupture the cause of the lung hemorrhage resulting in death, was an aorta bronchial fistula.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, dissection, aneurysm rupture, endoleak), patient's condition affected effectiveness of device (pre-operative dissection), incorrect technique/procedure (device used for treatment of a patient with a pre-operative dissection of the thoracic aorta). Conclusions: device failure/lack of effectiveness related to patient condition (pre-operative dissection), operational context contributed to event (device used for treatment of a patient with a pre-operative dissection of the thoracic aorta).